Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture, seroma-late, and granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma-late, granuloma, crease/folding of implant allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV with "deformity and important local pain." Patient experienced "edema and physician suspected of alcl" but "edema decreased after one week." A biopsy was not performed due to not "enough liquid." Testing revealed folds, liquid, and ¿silicone induced granuloma." Treatment with singular was given. The device has been explanted.